Event description:
The device is part of a recall, upon subsequent evaluation it was found to have a faulty component related to the recall.

Manufacturer narrative:
510(k) is for the initial fr2 clearance. Method - device internal memory was reviewed.